Event description:
A man passed away on (B)(6) 2013 for unk causes, the ambit pump was attached to the deceased at the time of death. The deceased had shoulder surgery on (B)(6) 2013. The pump had been on the deceased for approximately 23 hours. The deceased was receiving 0.25 bupivacaine. An update to this medwatch report will be filed when the pump is released from the medical examiner's office and tested or if and when a toxicology report is provided.